Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the field service engineer (fse), and no further investigation was required. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station poplpcg-07 drawer failed and not detected on the bus. Customer stated that the light at the backside of the drawer was gone. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.